Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 417 mg/dl. The customer did not mention any symptom or treatment related to high blood glucose level. The customer reported that they changed the sites 3 times due to bent cannula and insulin flow block alarms. The customer declined troubleshooting for high blood glucose level. The infusion set will be returned and the insulin pump will not be returned for analysis.